Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic hysteromyoma were removed, the suture was used to stitch the wound, however, the suture and the needle were found detached. Immediately detached the remaining sutures and replaced it with new ones. There was no patient injury.